Event description:
During the procedure the olympus thunderbeat device tb-0535fcs lot# kr968939 working side broke. The broken side was removed from the device and retrieved from the patient's abdomen by the doctor.